Manufacturer narrative:
Device passed displacement test, self test, sleep current measurement and active current measurement within specifications. No unexpected blank display and failed battery alarm noted. Device received with minor scratched lcd window. Test reservoir lock properly inside the reservoir tube. (B)(4).

Manufacturer narrative:
(B)(4). Currently, it is unknown whether, or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis, and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had hairline crack on the battery area, blank display, and failed battery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.